Event description:
Same case as 6000093-2005-00580. One day after a coronary artery drug eluting stenting procedure the patient experienced a myocardial infarction (mi), a stent thrombosis, and a target vessel reintervention. Lesion #1 was a 2.75mm, 90% stenosed proximal circumflex (prox cx) artery. The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 2.75x20mm drug eluting stent in the prox cx. Lesion #2 was a 3.5mm, 99% stenosed svg graft in the 1st oblique marginal (1st 0b. Marg.) The physician treated the lesion with a taxus express2 8.8% 3.50x24mm drug eluting stent in the svg to the om1. The next day the pt experienced a non q-wave mi as evidenced by elevated cardiac enzymes, and was found to have a stent thrombosis in the 1st ob marg. The pt then underwent a target vessel reintervention for the thrombosis. The physician placed a guidant vision and a guidant ultra in the 1st ob marg. The pt was discharged three days after the mi and reintervention on plavix and aspirin. In the opinion of the physician the relationship of the mi and the stent thrombosis to the taxus stent is "unknown", and the relationship to the target vessel is "probable". There was no restenosis of the taxus stent.